Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, visit notes on (B)(6) 2018 indicated that patient had complaints of occasional stiffness and soreness. Visit notes on (B)(6) 2019 reported that patient had a lower lumbar pain bilateral lower extremity pain into the posterior thigh, quad and posterior calves. Urologist consultation reported that patient prostate was enlarged. Doi: (B)(6) 2009 (cup), doi: (B)(6) 2017; dor: none reported; left hip.